Event description:
It was reported that there was visible presence of 2 black residues/debris of several mm within the packaging which should be free of them.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: 4.0mm bursector - visible presence of 2 black residues/debris inside packaging the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate cleaning process, environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was visible presence of 2 black residues/debris of several mm within the packaging which should be free of them.